Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was damaged. The following information was provided by the initial reporter: according to the customer's report, the dual-opening top of the lid wad damaged at its hinge.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-08. H6: investigation summary: it was reported that the dual-opening top of the lid was damaged at its hinge. Bdj received an actual sample and the issue was confirmed. The lid was broken at the position of the hinge. Pictures identifying the issue were provided for a supplier investigation. A device history review was conducted for lot number 0136003. The supplier identified no non conformance results during the production of this lot. All testing was within specification. It does not appear the issue was related to the manufacturing process. A root cause for the complaint was undetermined. The issue was most likely related to transportation and may have been damaged in transit. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences and captured through the quality data analysis (qda) process. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll chemo 3gal yellow new cap lid was damaged. The following information was provided by the initial reporter: according to the customer's report, the dual-opening top of the lid wad damaged at its hinge.